Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
Sales rep reported that parts of the target device have bent and the clamping mechanism for the lowest proximal screw tighten too much, having caused major difficulties during surgery.